Event description:
Surgeon initially contributed the product's performance as the cause of the pt's death. The surgeon stated that the retaining suture broke for some unknown reason and that the cannula came out of the aorta. The cannula was pushed back in by the assistant but it ruptured the intima and caused a false lumen. At post surgery, the pt had severe neurological damage to which he succumbed.